Manufacturer narrative:
Philips service replaced the geopc and scc1, reconfigured the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geopc failure caused geometry movements to be unavailable on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.